Event description:
It was reported that during a follow-up visit, this programmer experienced issues with the touchscreen. While performing a right atrial (ra) threshold test, loss of capture occurred and the physician stopped the test nevertheless and the threshold test kept going after multiple touches to end the test button. It took thirty seconds to return to the home screen and before the threshold tested ended. The patient did not feel any discomfort and had underlying rhythm at the time of testing. No adverse patient effects were reported. The programmer will be replaced and log files will be return for analysis.

Event description:
It was reported that during a follow-up visit, this programmer experienced issues with the touchscreen. While performing a right atrial (ra) threshold test, loss of capture occurred and the physician stopped the test nevertheless and the threshold test kept going after multiple touches to end the test button. It took thirty seconds to return to the home screen and before the threshold tested ended. The patient did not feel any discomfort and had underlying rhythm at the time of testing. No adverse patient effects were reported. The programmer will be replaced and log files will be collected for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation was unable to determine how or why the touchscreen became unresponsive during pacing threshold testing. Please refer to the b5 for more information regarding the specific circumstances of this event.